Event description:
It was reported that the right ventricular (rv) pace impedance had gradually decreased until it was in the 300 ohms-350 ohms range. The capture threshold had increased significantly and the patient experienced a sudden loss of capture. No signal noise was present. The physician suspected lead dislodgement and elected to abandon the rv lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported.